Event description:
It was reported that an increase in capture threshold was observed on the right ventricular lead. All other measurements were normal. The rv output was programmed higher. The lead remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.